Manufacturer narrative:
The subject device was returned to olympus (B)(4) for eval. The evaluation confirmed that the ptfe pad was severely worn and partially separated. The tip of the probe scratched. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is unk that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. It was possible that the probe scratched due to activating output with grasping metal object such as forceps. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.

Event description:
Olympus was reported that the ptfe pad was worn out and torn. There was no pt harm reported.